Event description:
It was reported that the patient presented to their local emergency department due to multiple shock from this implantable device. It was hypothesized these shocks were the result of rapidly conducted atrial fibrillation. Due to the patient's long distance from their cardiologist, further action has not yet occurred. It was stated that most likely the next time the patient is seen, the physician will restate the importance of medication compliance, as well as potentially reprogramming the device therapy zones. At this time, the device remains implanted. The patient was stable with no additional adverse effects reported.